Manufacturer narrative:
No parts have bee returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was showing images of a coronal view, but not an axial view. They pulled images from pacs, and it was working with no issue a few weeks prior.

Manufacturer narrative:
Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735736, lot/serial/version # (B)(4). The software team investigated the reported issue and but did not get any information regarding the cause of the reported complaint. If information is provided in the future, a supplemental report will be issued.